Event description:
It was reported that during a fistulagram, the biliary stent system began to leak from the handle when flushing through the wire lumen. The handle then came out of the gripe as he continued the procedure. It was reported that he used the pin and pull method and the delivery system popped out during deployment. He removed the system and completed the procedure with a stent graft. A 0.035 guidewire and a 7f sheath were used for the procedure. The intended site was the superior cephalic arch. It was 20 cm to the intended site and the vessel was somewhat calcified and there were some mild curves. No reported injury to the pt.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The sample has not been returned for eval to date. Based on the info received, the results are inconclusive and the root cause of the event is unknown.